Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swollen and the back cover of the pdm battery is bulging. The pdm battery is no longer holding charge and the battery life drained within a few hours without using the pdm.

Manufacturer narrative:
We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.